Event description:
During a redo pulmonary vein isolation procedure, the geometry points collected appeared distorted and were out of position so the procedure had to be cancelled. Access to the left atrium was achieved and the patient was cardioverted back to sinus rhythm. The atrium was paced via the coronary sinus catheter and the geometry and bipolar voltage points were collected but the geometry appeared flat. Magnetic points were collected and the veins appeared appropriately scaled but the left atrial points were still flat and concave near the anterior and septal positions and the ventricular reference point was higher than expected. The equipment, connections, and patch placement were verified to be correct so the procedure was continued. A wide area circumferential ablation was performed on the left sided veins and isolation was achieved. The catheters were repositioned to the right sided vein but the position of the catheter geometry did not correlate with the x-ray image. The procedure was attempted to continue but maneuvering the catheters was no longer possible due to the spatial appearance between the catheters so the procedure was cancelled. Following the procedure, the study was unable to be archived. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Review of the study verified the geometry issue occurred. Distorted geometry points were observed. The behavior of circular mapping catheter locations were consistent with shorting among electrodes 2, 3, 4 and electrodes 7, 8, and 9. Consistent with faults in the catheter or the catheter connector. The flat model was also observed. The behavior is consistent with certain placement of the generator dispersive patches. When 2 dispersive patches are used, they are shorted together. If they are placed close to different patches, that can alter the impedance values in that axis. See patient preparation guidelines - setup for ensite velocity system procedures. The cause for the geometry issue and subsequent procedure incompletion is consistent with the incorrect placement or orientation of the dispersive patch(es) or shorting within the diagnostic catheter.